Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2022. During withdrawal, it was noted that the suture would not come off from the stent. The procedure was successfully completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). A flexima biliary stent was returned for analysis. The guide catheter was detached, and the guide catheter hub was not returned for analysis. The guide catheter was bent on distal section. The suture and stent were still loaded in the delivery system. The suture hole was slightly torn, and the guide catheter was stuck in the threaded connector with adhesive. No other problems with the device were noted. Based on the product analysis, handling and manipulation of the device while it was being used can lead to kink or bend the guide catheter. The push catheter suture hole torn indicates that the suture was properly placed in the device, and it was submitted to tension forces resulting in tearing the suture hole. Therefore, the aforementioned problems are assigned most probable cause adverse event related to procedure. During the microscope inspections, it is confirmed the presence of adhesive on threaded connector that possibly caused the guide catheter to break when the physician pulled the guide catheter hub. The customer reported that the suture would not deploy. Based on the information available and the analysis performed, during the procedure the physician pulled the guide catheter and this one got detached from the device. The guide catheter detached, and the suture deployment issue happened due the adhesive found in the groove of the threaded connector, this made the guide catheter stick to the threaded connector. To be able to complete the deployment and the suture come off the stent, the guide catheter must be pulled until the deployment indicator. Therefore, these issues will be documented and will be concluded as manufacturing deficiency because the problem is traced to the manufacturing of the device. An investigation to address this problem has been completed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.